Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) i.v. Administration sets with control-a-flo regulator had liquid leakage at the flow control regulator. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.